Event description:
It was reported that the patient had a merlin.net transmission of multiple episodes of vf that were broken with atp. The third episode appeared to be myopotential oversensing. The patient received inappropriate atp therapy. The ICD was reprogrammed. No further information is available.